Manufacturer narrative:
(B) (4) (secondary surgery). (B) (4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B) (6) 2007. The lens was explanted on (B) (6) 2009 due to a cataract. Lens opacity observed after 6 months of implant.